Manufacturer narrative:
The cause for the false positive total hcg result is unknown. There were no reported issues with the quality control. The sample type that was used (serum tube with gel separator) was not a new sample tube type, therefore sample type can be ruled out as being the potential cause.the imprecision can be caused by preanalytical issues including incomplete clotting or sample integrity in general. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results-sometimes in consultation with other medical experts."

Event description:
A false positive advia centaur cp total hcg result was obtained for a patient sample. A second sample tube was tested and the result was negative. An echography was performed. The echographic image was negative. Both patient sample tubes were rerun on the second advia centaur cp. The results were negative. A corrected report was issued. The patient was hospitalized for appendectomy. The appendectomy was delayed for 2 hours. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00098 on april 18, 2017. On 04/28/2017 additional information: in the initial MDR, the initial result value for (B)(6) was incorrect due to a typographical error. The correct value is 51.3 ui/l. No further evaluation of the device is required.